Event description:
It was reported that a patient presented with undersensing during a ventricular tachycardia episode on their implantable cardioverter defibrillator (ICD). No changes or intervention was reported. There were no patient consequences.